Manufacturer narrative:
Additional information received: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not-reportable.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, the firing knob did not go forward from the middle of the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.